Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-05681.

Event description:
It was reported that the customer had an issue with the sensor glucose reading being 40 mg/dl when her actual blood glucose level was not low. Customer stated that she had a hypoglycemic event one day after her car broke down and she had to walk 3 miles pushing the stroller in the snow. Customer stated that when she got home, she barely had time to eat half an apple and have some juice before leaving on the bus to take her son to the pediatric appointment. Customer began to feel low and was able to find a store and have a can of pop. Customer's blood glucose level at the time was 36 mg/dl and her sensor glucose was 160 mg/dl. Customer does not believe the low blood glucose level was due to a malfunction of the pump, but due to the fact that she forgot to set a temp basal during the 3 mile walk home. Customer has also received calibration errors and change sensor alarms. No further assistance needed.